Event description:
Report received of an overdelivery due to the pump delivering more than the programmed 4-hour limit. The pump was programmed to deliver an unspecified pain medication. The customer could not recall the programmed pump parameters. The pump reportedly delivered more than the programmed 4-hour limited. There was no reported harm to the pt. Though requested, no additional info was available.